Event description:
Per communication from patient's mom, after priming tube no bubble appears went to press button and is unsure if medicine has been dispensed- after looking she thinks tubing may be defective- trying new tube while on phone-new tube works as it should· will call back when she is need of tubes since she will be changing the frequency of how it's changed into new ones. No missed dose reported. No adverse event reported. Product lot number and expiration date unknown. Unknown if patient has the defective product on hand for possible return to the manufacturer. Reported to (B)(6) by pt/caregiver.